Event description:
During the reporting of (B)(4), the hcp stated an additional event that occurred in 2016. This record is opened to capture the reported event from 2016 stating "the patient underwent many operations including one that was performed in 2016 that included using a strattice mesh, however, it became infected and required removal. Her skin has never fully healed and it is very thin." No other information pertaining to the 2016 event was reported. This is the same patient reported under MDR # 1000306051-2023-00213( abbvie complaint # (B)(4))

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist lifecell in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. This is a known potential adverse event addressed in the product labeling.